Event description:
It has been reported that there was a small electrical fire when using a stryker battery charger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It has been reported that there was a small electrical fire when using a stryker battery charger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the battery charger assembly. Device was not returned.